Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results obtained of hi and 449, 429 and 362 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 450 mg/dl and 447 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/29/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1: 449 mg/dl date: 6/19/19 time: 6:15 pm fasting result 2: hi date: 6/19/19 time: 6:13 pm fasting result 3: 429 mg/dl date: 6/16/19 time: 11:51 am fasting result 4: 362 mg/d ldate: 6/16/19 time: 5:54 pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01644432 meter was not returned for evaluation. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Wrong meter was returned. Customer returned replacement meter. Test strips were returned. Pending investigation.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results obtained of hi and 449, 429 and 362 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 450 mg/dl and 447 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/29/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).